Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed out. A health care professional called bsc for information regarding the remote monitor transmission alerts. No reason provided for the patient status; however it was mentioned the patient is awaiting an left ventricular assist device and is a future heart transplant candidate. To date, no further information has become available.